Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device was kinked at the proximal gold connector between e1 and e2. The body coil was adhered to the hypotube. The body coil was removed from the hypotube and a clear adhesive was observed. The adhesive likely came into contact with the device post-procedure, as the device would not be able to function as intended with the body coil connected to the hypotube. The strain relief was unburnt and folded. The implant was found near the distal end of the microcatheter. X-ray imaging showed that the proximal coils of the implant near the tie knot were stretched. The microcatheter was observed to have a kink at the location where the implant was stuck . The pusher was reloaded into the microcatheter, and no friction was observed until the device contacted the implant. Heavy friction was observed at the implant and the implant was unable to be advanced out of the microcatheter. The monofilament was removed from the pusher and it was found to have a stretched tail profile. Based upon the investigation analysis and available information, the reported complaint is confirmed. The implant was found to be stuck at the location of a kink in the microcatheter. The monofilament tail of the pusher is indicative of a tensile break, likely resulting from tensile forces that were over specification being placed upon the device. The root cause of the microcatheter damage could not be determined. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that during advancement of an embolization coil in the microcatheter, the coil could no longer be advanced or retracted approximately 20 cm from the proximal end of the microcatheter. The coil was noted to be detached by contrast injection. The entire coil was removed in its entirety together with the microcatheter. There was no reported patient injury or intervention.